Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional informationw as received that another manufacturer's right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements. The device was explanted due to the fault code and high impedances. The other manufacturer's ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted that the device header was loose. There were tool marks on the device header indicating that the loose header condition was induced at time of explant. Visual inspection further noted that all seal plugs were in-tact and that the ra lead had been fully inserted by evidence of the lead seal ring marks in the device ra header port. X-ray inspection noted that the lv ring feed thru wire was broken at the lv ring spring contact housing. Review of the device memory indicated that a low voltage alert, code (B)(4), was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. The field allegations of noise and high impedance on the ra channel were not able to be confirmed by laboratory testing.

Event description:
.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room due to hearing tones from the device. Upon interrogation it was noted that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.